Manufacturer narrative:
Customer service sent the customer larger breast shields. In follow up with the customer, she indicated that when she started pumping, she felt sore so she stopped using the pump. The soreness got worse and she tried to get her daughter to nurse, but nothing would come out. She was diagnosed with mastitis and was prescribed two courses of antibiotics for treatment. The mastitis has been resolved. She doesn't necessarily think it was caused by the pump, she feels like it was caused by incorrect breast shield sizing. She feels like it was because she hadn't educated herself on pumping and that she didn't get fitted for breast shields. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (B)(4). The customer was not asked to return the pump, as it was indicated that the customer's issue was with breast shield sizing. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues and will initiate a CAPA as necessary.

Event description:
The customer reported to customer service that she is not sure if she is using the correct breast shield size with her breast pump and it is causing pain and discomfort. She currently has mastitis and it started after she began using the pump. She didn't express milk the first day and it worsened. She is currently on an antibiotic and has an appointment scheduled with her doctor.